Event description:
The surgeon had performed a makoplasty bicompartmental partial knee arthroplasty using the robotic arm interactive orthopedic (rio) system on (B)(6) 2013. On the date of event, the surgeon performed a swap of the tibial onlay insert component due to an infection at the operative wound site.

Manufacturer narrative:
As part of normal complaint f/u, an eval was initiated by mako surgical with regard to this event. A clinical investigation is in progress and a f/u report will be filed when results are obtained.